Manufacturer narrative:
A 980 ventilator was returned to covidien/medtronic¿s product analysis. Visual inspection of the returned ventilator was conducted where it was observed that no batteries were returned with the ventilator. Product analysis test batteries were installed into the ventilator. The ventilator was powered up. The ventilator powered up normally and no errors were recorded in the diagnostic logs. The product analysis technician reported that the reported issue was isolated to a misshaped pipe, causing a leak, which was connected to the exhalation auto zero solenoid valve on exhalation sensor printed circuit board assembly. The pipe was repaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing a 980 ventilator stopped cycling, had a loss of ventilation and failed backup ventilation. There was no patient involvement.